Manufacturer narrative:
The customer reported the unit would not turn on. The device was evaluated locally. The optical switch was replaced resolve the reported issue.

Event description:
The customer reported the unit would not turn on.